Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00317, since there is more than one device implicated. Evaluation summary: a male patient reported his humapen device (unspecified model) malfunctioned. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6) asian male. Medical history was reported as none. Concomitant medications included an unknown medication for unspecified complications. The patient received an unknown type of human insulin (rdna), from a cartridge via a reusable pen (unknown humapen), 16 iu in the morning and 16 iu at night subcutaneously, for the treatment of diabetes, beginning on an unknown date. Sometime, while on human insulin, he had diabetic foot, as well as bad eyes and ears caused by unspecified diabetic complications. Also on an unknown date, he was hospitalized every year to regulate blood sugar (it was unclear it the hospitalization was for treatment reasons or elective). Details regarding hospitalization, including diagnostic/ laboratory tests performed were not reported. In 2015, the unknown humapen had an unspecified malfunction (product complaint (B)(4)/lot unknown), and was replaced by a humapen ergo teal with clear cartridge holder. On (B)(6) 2016, the injection screw for the humapen ergo would not fall out automatically (product complaint (B)(4)/ lot 0601a01). On (B)(6) 2016, he discontinued human insulin for an unknown reason. Information regarding corrective treatment, outcome of the events and human insulin treatment status after discontinuation was not provided. The user of the unknown humapen and humapen ergo, and his/her training status were unknown. The general device duration of use was not provided. The duration of use for the unknown humapen was not provided. The duration of use was approximately one year. The action taken with the device and its return status were unknown. The reporting consumer did not know if events were related to human insulin treatment. Update 28nov2016: additional information from the initial consumer reporter from the original report date of 21nov2016 (provided by the global product complaint safety database) added the product complaint information and the complaint numbers; updated the device associated with lot number 0601a01 to a humapen ergo teal with clear cartridge holder; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update01dec2016. Follow up received 01dec016 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the european and canadian (EU/ca) device and the narrative was updated accordingly.